Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the iliac artery. A 7.0x20x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, during delivery, the device got caught on a stent graft and the was pushed forcibly. The device was removed and it was noted that the stent was dislodged near the renal artery-aorta. A balloon catheter was then inserted and captured the dislodged stent. When the device was removed as a unit, the stent dislodged again on the brachial artery. The sheath was then replaced with an 8fr sheath and the dislodged stent was retrieved using a large diameter snare catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.